Event description:
While surgeon was operating, the instrument cable broke at the tip of instrument. The instrument was removed and, upon inspection, the cable was protruding from tip of the maryland cable appeared intact with no severed pieces; however, an x-ray of patient's abdomen was performed to be sure no other pieces broke off. The x-ray was negative for a foreign body.